Event description:
The customer reported that the unit exhibited eo1 error (reservoir tank too full) and alleged that the disinfectant leaked outside the unit. There were no reported injuries related to the leak. The customer replaced the waste valve and issue was resolved.

Manufacturer narrative:
The unit was evaluated by the customer. The customer replaced the waste valve and resolved the issue.